Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer for two patients. The sample was repeated on an alternate instrument, and the result was normal. The customer noted that quality controls were also erratic. The following data was provided: normal range is 1.2 to 2.5 mg/dl. Patient 1: sid = unknown initial result = 8.2 mg/dl, repeat result = 2.0 mg/dl. Patient 2: sid = (B)(6) initial result reported on (B)(6) 2023 = 4.4 mg/dl, corrected result = 1.3 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: patient 1 sid = unknown, patient 2 sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer, performed troubleshooting procedures and discovered buildup on the cuvette segment. The fsr cleaned the cuvette segment, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 product monitoring identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette segment was identified.